Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found in the records to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that routine imaging prior to filter retrieval identified that the filter was tilted, had migrated caudally approximately 2 cm, and two filter legs were perforating the cava wall by 2 cm. There was no extravasation. The retrieval attempt was unsuccessful and the filter remains implanted. There was no report of injury to the asymptomatic patient.